Manufacturer narrative:
G4: this part is not approved for use in the united states; however a like device catalog # 6430530, 510k # k143375, UDI# (B)(4). Was cleared in the united states. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during final fixation, attempted to thread the set screw and fold the tab, but noticed that it was not securely fixated because the screw head had moved. It is possible that the set screw was inserted at an angle or the rod was too short. Product explanted and used a new product to complete the procedure. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the length was shorter than the standard as to the rod.

Manufacturer narrative:
H3:product analysis #809370248:product#1664017 :lot# 1006742w visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. This is consistent with misalignment of the mas and set screw threads during construct assembly. H6: updated with additional information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.